Event description:
It was reported that the device reached early elective replacement. The device was removed and replaced for rapid better depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device has been received; however prior to that the performance data collected from the device has been analyzed. The results were that the device was approaching elective replacement. The weekly battery voltage trend date showed a minimum battery equal to 2.89 to 2.65 volts between (B)(4) 2011 and (B)(4) 2012 is before the device recommended replacement time of less than or equal to 2.62 volts. In addition the device has now been returned and will be analyzed. The results will be reported when complete. The device was returned, analyzed and analysis of the device found a high current drain condition. The reason for return was premature battery depletion. The device projected to last 57% of its expected longevity. A high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. The battery was at recommended replacement time (rrt) with a telemetered value of 2.62 volts. The rrt battery was confirmed with a telemetered value of 2.64 volts. The device was fully functional. Calculations based on programmed parameters when the device was received indicate that the device should have lasted approximately another 42 months before the battery reached rrt voltage. Visual inspection showed no anomalies. Review of the save to disk data showed the battery consumption was normal. This event occurred outside the us. All information provided is included in this report.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device has been received; however prior to that the performance data collected from the device has been analyzed. The results were that the device was approaching elective replacement. The weekly battery voltage trend date showed a minimum battery equal to 2.89 to 2.65 volts between (B)(6) 2011 and (B)(6) 2012, is before the device recommended replacement time of less than or equal to 2.62 volts. In addition the device has now been returned and will be analyzed. The results will be reported when complete. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.